Event description:
A customer reported that a system message displayed and iop (intraocular pressure) control was continued during a procedure. Priming was performed again, however a second system message displayed in addition to the first message. The pack was exchanged, but the issue was not resolved. Priming was able to pass with the fourth pack, and the case was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received and is awaiting inspection. A root cause has not been identified. (B)(4).